Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total knee replacement, the surgeon used an interrupted suturing technique. One week post-arthroscopic procedure, the suture line on the skin opened in two places. The very top and in the center. The patient was prescribed antibiotics and asked to go to wound care. The patient was non-compliant, did not go to wound care or take antibiotics. This resulted in an infection two weeks after the surgery. On july 2, the patient was brought back in the operating room for a washout of the knee and closed again with nylon sutures.